Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with obtryx, boston scientific implant due to bladder prolapse and incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, and recurrence. It was reported that the patient underwent excision of eroded segment of mid-urethral sling on (B)(6) 2010 due to erosion. (B)(4).